Event description:
Customer reported device = several low results. Cusotmer ate something device = lo again. Later in the same day, device = 190 & 140 mg/dl. After eating and before bed, customer felt nauseous, dizzy, clammy, and had blurred vision. At midnight, device = lo. Customer wet to the hospital. Hospital = 170 mg/dl, two hours after the last lo results. Customer was monitored over night, however no other treatment was received. No controls were used. A request was made for return product and replacement product was sent.